Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
It was reported that the vns patient developed an infection a week following implant surgery. The patient was noted to have a chest wound infection when she attended for review on (B)(6) 2014. The infection was successfully treated with oral antibiotics. A review of device history records showed that the generator was sterilized prior to distribution.